Manufacturer narrative:
Covidien reference: (B)(4). The customer reported that they were unable to duplicate the error code and the alarm sounded normally. The covidien technical support engineer (tse) troubleshot this malfunction with the customer over the telephone. The tse recommended replacing the graphic user interface (gui) alarm as a precaution. The customer then replaced the gui alarm assembly.

Event description:
It was reported that during patient use, a ventilator display generated an alarm message of "audio failed". The patient was transferred to another ventilator without harm.